Event description:
It was reported that patient had an arthroscopy in her left knee.

Manufacturer narrative:
Additional info: the associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.

Event description:
It was reported that patient was hospitalized on early 2017 due to a minor infection. Treatment was unknown but at the in (B)(6) 2017, patient underwent an arthroscope.